Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported complaint. He replaced the ccm with a loaner. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a "disk boot failure insert system disk and press enter" error message was displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Service history was reviewed and determined that the battery has never been replaced. Per service procedure, this battery and the hard drive is to be replaced every six years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to boot up displaying the reported error message. The single board computer (sbc) battery voltage was measuring at .09 volts (nominal voltage is three volts). A lab use only battery was installed, basic input output system (bios) reset was performed and the ccm booted up as expected. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.